Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not able to be interrogated with a consult device. Troubleshooting was performed, however, the device could not be interrogated. Boston scientific technical services (ts) recommended further assistance by the local field representative. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not able to be interrogated with a consult device. Troubleshooting was performed, however, the device could not be interrogated. Boston scientific technical services (ts) recommended further assistance by the local field representative. Further information was provided that a chest x ray was performed. No adverse patient effects were reported. At this time, this device remains in service.